Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a 1mm longitudinal tear was evident directly over the proximal markerband. An examination of the markerband identified no anomalies. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 6 atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the 1st inflation, it was noted that the balloon ruptured at 6 atm for 5 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.